Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. The customer's current blood glucose is 205 mg/dl. The customer was treated by glucagon. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap was flush . The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No unexpected no delivery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Drive support disk was inspected and no anomaly was noted. Device uploaded properly using carelink. However carelink displayed invalid entries, all data will be discarded due to corrupted history file. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.